Event description:
It was further reported that there was no attempt made to use a third 2.5x16mm ion stent during the index procedure. This is correcting the original report that three 2.50x16mm ion stents and a promus element stent were deployed during the index procedure.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2012-00851, 2134265-2012-00852 and 2134265-2012-01202. (B)(4) study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced a myocardial infarction. Two days before the index procedure, the patient received an unknown sized promus element stent in the proximal anastomosis of the saphenous vein graft (svg) to the distal right coronary artery (rca). The 99% stenosed and 24mm long target lesion was located in the ramus with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement a 2.5x16mm ion stent followed by post-dilation. Then the physician used an unknown manufacturer's non-compliant balloon to dilate the distal section of the ramus which connected a vein graft before deploying a second 2.5x16mm ion stent. After deploying the second ion stent, the physician observed a spasm which was treated with intracoronary nitroglycerin. Then the proximal section of the ramus was treated with overlapping placement of a third 2.5x16mm ion stent, resulting in 0% residual stenosis following post-dilation. No other patient complications were reported and the patient was discharged two days later on aspirin and clopidogrel. The patient returned four days after the index procedure due to chest pain. Angiography revealed 99% in-stent restenosis of the previously placed study stents in the ramus, which were treated with pre-dilation and placement of a 3.0x20mm ion stent. The physician observed that the unknown sized promus element stent previously deployed in the svg to the rca was found to be totally occluded. The totally occluded promus element stent was treated with placement of a 3.5x24mm ion stent. The physician observed some "rattiness" in the mid third of the svg to the rca and treated this with deployment of a second 3.5x24mm ion stent resulting in timi 3 flow. No other patient complications were reported and the patient was discharged the same day.

Event description:
It was further reported that the patient experienced cardiogenic shock.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).